Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately eight years, eight months post implant of this bioprosthetic pulmonic valve in a pediatric patient, this valve was replaced with a medtronic transcatheter pulmonic valve due to progressive conduit stenosis. During the implant procedure, the physician implanted the device with a hybrid surgical and catheter procedure. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.